Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the tubing was hot to touch and the device was hot. The patient also states that the device burned the nightstand. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-18341. This report was submitted as a duplicate report of the previously submitted report.